Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned interlink IV catheter extension set a leak was found. The leak was found at the connection of the female luer and a non-baxter injection site. Patient involvement is unknown. No further information was available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation by baxter. Functional testing confirmed the reported leak at the male-female luer interface. The condition was determined to be cause by the inner diameter of the female luer, which did not meet specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened in order to address this issue. Should additional relevant information become available a supplemental report will be submitted.